Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prompted to perform the fill tubing sequence multiple times resulting in a minimum fill notification. Customer did not provide how much insulin was in cartridge. The customer's blood glucose (bg) level was between 130-140 mg/dl. Customer declined further follow-up from tandem technical support.